Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was unable to prime during prime test due to faulty force sensor system. No motor error alarm was noted. The motor passed motor test. The pump was received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she received a motor error 2 times and her sugar was running high. The customer stated that the other day, the pump was on the last 1/3 of insulin. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.